Event description:
The procedure was a laparoscopy. Reportedly, the pt incurred an aorta artery laceration from the trocar insertion. A laparotomy was done to repair the injury. The pt has been discharged from the hosp.